Manufacturer narrative:
Philips service replaced single link dvi ext rec str, dvi splitter module, single link dvi ext. Transm. Str_pc and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that no live image on the flex monitor during procedure on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.